Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified two occurrences of system error 345 messages. Evaluation observed and found that the upper thermistor sensor temperature reading difference compared to the downstream thermistor sensor temperature reading was within the calibrated specification. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.